Manufacturer narrative:
It was reported to abbott that the patient had a lead revision. Rep reported that the patient had a lead revision due to a possible lead fracture. Rep reported patient had effective therapy last appointment but that the office informed rep that the patient's therapy was intermittent and sometimes changed on position. The x-rays had shown what is possible lead fracture. No falls have been reported. Rep reported that the system was replaced on (B)(6) 2020. The explanted leads will not be returning due to facility policy. Therapy will be restored on (B)(6) 2020. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. The method, results and conclusion codes will be included in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-32282. It was reported the patient experienced intermittent therapy that would change depending on their position. X-rays showed a possible lead fracture. In turn, the physician replaced the lead which resolved this issue.